Event description:
It was reported that during a partial resection procedure, the knife stopped at mid of firing and it was not stapled. Another device was used to complete the case. There was no adverse patient consequence.